Event description:
A user facility reported to olympus that the monitor was not powering on intermittently. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective power adaptor. Olympus will continue to monitor field performance for this device.

Event description:
As reported to olympus, there was no patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. To resolve the reported problem, the user facility replaced the power adapter and cord assembly. No further problems were noted.